Manufacturer narrative:
B5 and h6 were updated.

Event description:
It was reported that the patient presented for a lead explant procedure. Prior to the procedure, it was noted that the right atrial lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams). During the device interrogation, the pacemaker was unable to be interrogated through rf telemetry and inductive telemetry. The pacemaker and right atrial lead were explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented for a lead explant procedure. Prior to the procedure, it was noted that the right atrial lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams). During the device interrogation, the pacemaker was unable to be interrogated through inductive telemetry. The pacemaker and right atrial lead were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of no inductive telemetry and no rf telemetry were confirmed. As received, the device had no telemetry communication and normal output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021.